Event description:
A caller reported a cgm error 42 that occurred three or more times on the pump within the last 24 hours, although the pump was not reset for this error during that period. There was no adverse impact to the customer¿s blood glucose level. The action taken involved cts deciding to replace the pump, which was still under warranty. Cts provided instructions for the caller to put the pump into storage mode and arranged for the customer to return the malfunctioning pump within 10 days using a pre-paid label. Additionally, the customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.